Event description:
A (B)(6) male with htn, dyslipidemia, prior tobacco abuse, obesity (weight (B)(6), height (B)(6), bmi of (B)(6)), and coronary artery disease with prior myocardial infarctions and 4-vessel CABG in 2003, who presented with acute myocardial infarction with borderline inferior st elevations (0.5-1 mm) and q waves. He underwent coronary angiography by the invasive cardiology attending, the coronary angiography took some time (around 15 to 20 minutes) in order to find the bypass grafts. He was found to have occluded proximal vein graft to the pda that appeared to be acute. Interventional cardiology was asked to assist with a pci. Injury was caused by extended fluoroscopy time which was necessary for the medical intervention. Interventional cardiology was asked to assist with a pci. A 6mm spiderwire was deployed in distal vein graft. Angiography after crossing with the guidewire showed diffuse disease and clot burden from proximal to distal graft. Aspiration thrombectomy 9 multiple passes) was performed with a fetch aspiration catheter (as angiojet was not readily available at the time of the intervention) with significant amount of clot retrieved. Multiple xience v stents were deployed from distal to proximal svg in an overlapping fashion. Angiography post stent/ptca showed timi 3 flow and small pda/plsa arteries with no distal embolization. However, there was still residual clot in the filter and just proximal to it in an un-stented graft segment. Aspiration thrombectomy was performed again to try to retrieve the distal clot. The filter wire was then retrieved. Angiography showed persistent non flow limiting distal clot which was eventually trapped by a stent. Final angiography showed resolution of the distal clot with no evidence of distal embolization and timi 3 flow. Given the complexity of the procedure, including multiple thrombectomy passes, multiple stenting and rewiring after the filter was retrieved (rewiring took some time as wire would go behind stent struts), the fluoroscopy time was prolonged including the initial time for diagnostic part.